Manufacturer narrative:
The ekosonic msd was returned with the cable cut off, the msd treatment zone was returned in three segments (the iddc was not returned). The device evaluation revealed 2 fractures in the msd treatment zone. The proximal section was observed to have blistering at the core of the treatment zone in the sub-groups between the elements indicating use. The medial section was observed to be sheared off at the proximal end and the distal end had signs of being shorted. The distal section showed signs of being kinked at the core wire and rf wires being bent over at the fracture location, but no signs of wear on this section. The distal tip of the treatment zone is bent and the wires between the sub-groups are wavy. The core wire in the distal fracture had a severe bend indicating that it was most likely kinked. The catheter ran therapy for approximately one hour before the cu started to display msd alarms. It appears that the kink likely caused damage to the insulation of the rf wire which, after prolonged application of rf power, initiated a short. Based on the evaluation, the proximal break appears to have sheared off and most likely occurred during the removal of the msd catheter. The fracture zones were inspected for evidence of manufacturing defects and none were noted. The fractured msd was recovered from the patient without causing patient harm. The IFU warns the user to not advance if resistance is met without first determining the cause of resistance under fluoroscopy and taking any necessary remedial action. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
It was reported that the msd fractured inside a patient during ekos treatment of a deep vein thrombosis (dvt) on (B)(6) 2018. It was reported that there was no issue with placement or advancing the catheter. It was reported that another 40 cm catheter was placed with no issues which ran successfully for approximately 19 hours of therapy. The final patient outcome was good. The patient was not harmed as a result of the fractured msd. Upon investigation of the returned device, the reported complaint was confirmed by device damage.